Manufacturer narrative:
It was reported by the customer that an employee had a minor back injury due to attempting to engage the brakes. It was further reported that the employee was in a tight space and extended her leg in an attempt to engage the brake causing her to twist her back in an unusual way. The employee was placed on light duty as a result of the alleged injury. A visual and functional inspection was performed by a stryker field service representative who confirmed that there was no defect found that would have caused the brakes to be difficult to engage.

Event description:
It was reported that an employee received back injuries from engaging the brake system.

Event description:
It was reported that an employee received back injuries requiring medical intervention from engaging the brake system. Further information has not been provided.